Event description:
During a pci treatment procedure, the ultra-thin balloon ruptured at two atms on the first inflation. Upon withdrawal of the device, the balloon catheter fractured, and the distal tip remained in the pt. The pt was asymptomatic during this event. The lesion being treated was a 50% in stent re-stenotic lesion in the right external lliac artery. The physician used a 6 fr terumo introducer sheath for vascular access, and newton j and glidewire guide wires for vascular access. It is noted that resisitance was met when withdrawing the balloon catheter from the pt. The detached portion of the ultra-thin balloon was retrieved with a snare device. An ultra-thin diamond balloon was used to successfully complete the procedure. Pt status is reported as 'fine'.